Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign material on the adhesive on the bending section cover and a burnt light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus speculates that the burnt light guide lens may have occurred if a high-energy endo therapy accessory was used without a sufficient distance from the scope distal end. However, despite repeated requests, we could not determine this because we did not receive any information from the customer. Also, olympus confirmed foreign material on the adhesive on the bending section cover; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. No physical damage to the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use reprocessing manual: reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.